Event description:
A 22mm diameter x 13mm diameter x 13.5cm length aneurx bifurcated stent graft and its components was successfully inserted for the treatment of an abdominal aortic aneurysm. It is reported that the diameter of the aneurysm neck was 19mm, with some angulation and a length of 2.0-2.5cm. The length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck measured 15cm. The pt has a history of chronic renal insufficiency with bilateral renal artery stenosis which has been treated previously with stent placement, coronary artery disease which is pacemaker dependent, and severe copd. It is reported that the pt had some tortuosity in the iliac vessels with significant occlusive disease on the right greater than the left. It is reported that the left iliac artery was accessed with a lundequist wire to straighten the arteries. A 22 fr sheath was placed to traverse the tortuosity. The stent graft was successfully deployed. Post-deployment films showed no endoleaks and excellent apposition with a very good seal proximally and distally. However, on removing the left 22 fr sheath from the small external iliac vessel, retrograde flush angiogram showed a possible dissection and an "av 10x3 mm bridge stent" was placed to try to tack this down. However, a further proximal dissection was noted and successfully treated with an "av 10x24mm bridge stent". The pt is reported to be doing fine and there is no additional clinical sequelae.